Event description:
Insulation breach during explant, possible far field r-wave (ffrw) oversensing, possible low impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).